Event description:
The pt reported that because of a revision surgery on 08/03/2012, he had a fracture on his femur. Pt had a fracture reduction on (B)(6) 2012. Pt is reporting that he had three cables placed around his femur.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.